Manufacturer narrative:
The customer's report was duplicated and attributed to a faulty resistor on the pace/defib engine. The device was rectified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a "defib disabled" message. Complainant indicated that the clinician obtained another device to continue treating the patient and was able to shock the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.